Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient suffered from acute otitis media 4 months after implantation, which evolved into a chronic otomastoiditis resulting in meningitis. Therefore, the patient thas been explanted. According to the explant report, the infection likely spread to the implant site.